Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the downstream occlusion sensor seal is damaged. The event occurred, during testing. There was no patient involvement.

Manufacturer narrative:
Received one device, during visual inspection it was confirmed that the downstream occlusion (dso) seal was damaged, the dso seal was replaced. Device then passed functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period